Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding weld failure and pin dissociation of the modular capture was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection could not be performed as no device was return for analysis, form the reported event it was identified as a confirmed the event. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final goods conformed to specification. -complaint history review: there have been similar reported events. Conclusions: the subject device has been identified as within the scope of nc pr and related CAPA pr. A supplier manufacturing nonconformance has been identified and investigated.

Event description:
The customer has reported that whilst inspecting their distal capture assembly devices as part of ra 2014-169, they have found a non conforming device as detailed in the inspection bulletin.

Event description:
The customer has reported that whilst inspecting their distal capture assembly devices as part of ra 2014-169, they have found a non conforming device as detailed in the inspection bulletin.